Event description:
The pt tested blood glucose on suspect device and was 194 mg/dl. He ate dinner and went to bed. 8 hrs after testing his blood glucose he was found unconscious. Wife gave him orange juice and called paramedics. Paramedics arrived and tested blood glucose and was 41 mg/dl. He was given more orange juice and an intravenous fluid started.